Event description:
It was reported that the remote transmission showed that the right ventricular (rv) lead had an elevated v-v count. Followup information received indicated that no actions were taken and the issue will continue to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.